Event description:
Caller reported that tandem mobi pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Replacements were received, but the caller had not yet tried them, with a follow-up advised if issues recurred.